Event description:
On (B)(6) 2012, it was reported that this vns patient had developed an infection. No additional information was available. On (B)(6) 2012, additional information from the patient's operative report was received. The event was discovered on (B)(6) 2012, and the operative notes indicated that the event occurred due to the fact that the surgical wounds were vigorously reacting to the surgical suture material. There was no evidence of infection. The patient was seen on (B)(6) 2012, and the sutures were removed. The notes indicated that the patient's neck wound is healing well, and the device has been turned on. The patient is tolerating therapy well, and has had no grand mal seizures since. A review of device history records showed that both the lead and generator were sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization of the lead and generator prior to distribution.